Event description:
The customer stated while performing an operational check with technology support on the phone, the device failed. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer stated while performing an operational check with technology support on the phone, the device failed. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.